Event description:
Functional "event description: the wound care clinician went to do a dressing change to patient's abdominal wound that had a wound vac dressing on. This wound was 24cm long, 2.5cmin width and 2cm in depth. She noticed before she began the dressing change that the lower portion of the black foam didn't appear to be sucked down appropriately and that there was drainage present that she could press on and it "squished" to the peri-wound tissue. The upper portion of the black foam was sucked down with the raisin appearance. The negative,pressure was at 120mmhg. The lower portion of black foam was near the penrose drain that has a 1 piece colostomy bag covering the drain and collecting drainage. There appears to be leaking into the black foam area and has compromised the negative pressure therapy of the dressing, but no alarm. When she removed the dressing she made sure to assess that the 2 pieces of black thin foam were touching as they need to be to have reticulation (communication between multiple pieces of foam to continue to have negative pressure throughout a wound). The alarm did start to beep when she actively removed the dressing from the patient's wound as if there was a leak, this was before she turned off the machine.

Manufacturer narrative:
Active investigation in progress; results of investigation will be provided in a supplement report.

Manufacturer narrative:
Additional information being provided including corresponding user facility report number and correction of device part number & serial number. As of 07/09/2014 this unit is being retrieved from the user facility and sent to smith & nephew for evaluation. Active investigation is ongoing; results of investigation and device evaluation will be provided in a supplement report.

Event description:
Functional "event desc: the wound care clinician went to do a dressing change to patient's abdominal wound that had a wound vac dressing on. This wound was 24cm long, 2.5cmin width and 2cm in depth. She noticed before she began the dressing change that the lower portion of the black foam didn't appear to be sucked down appropriately and that there was drainage present that she could press on and it "squished" to the peri-wound tissue. The upper portion of the black foam was sucked down with the raisin appearance. The negative, pressure was at 120mmhg. The lower portion of black foam was near the penrose drain that has a 1 piece colostomy bag covering the drain and collecting drainage. There appears to be leaking into the black foam area and has compromised the negative pressure therapy of the dressing, but no alarm. When she removed the dressing she made sure to assess that the 2 pieces of black thin foam were touching as they need to be to have reticulation (communication between multiple pieces of foam to continue to have negative pressure throughout a wound). The alarm did start to beep when she actively removed the dressing from the patient's wound as if there was a leak, this was before she turned off the machine.